Manufacturer narrative:
Analysis was performed by a philips biomedical engineer (bmed), which included an onsite corrective maintenance evaluation. The bmed located the unit on the repair shelf and initiated troubleshooting activities. During testing, the nibp readings were observed to be consistently high. To resolve the issue, the bmed ordered a replacement nibp pump. After installation of the replacement component, the unit was reassembled and subjected to performance verification testing. The device successfully passed all required tests and was subsequently returned to service. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the nibp pump and pressure board. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the nibp reading was high during corrective maintenance. The device was not in use on a patient at the time of event, there was no adverse event reported.